Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was one or more cycles were advanced to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was/were identified which occurred in the therapy initiated on (B)(6) 2014 23:55:48. During night drain cycle three, the patient's ultrafiltration reading was 2022ml, indicating the home patient (hp) drained 2022ml more than their maximum programmed fill volume of 2300ml. No additional information is available.